Event description:
It was reported, that during a therapeutic laparoscopic surgery. The subject device had a blurred image. The procedure has completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of charge coupled device (ccd) glass, and component failure of connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image is blurred during use was due to component failure of charge coupled device (ccd) glass, and e226 error was due to component failure of connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.